Event description:
It was reported to philips that there was an issue with ups, system would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not turning on. Review of the logfiles shows issue with system software. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and asked the customer to verify the system. The customer stated that the ups smelled hot and tried putting it into a bypass due to which system would not power up. The rse created another work order and sent onsite requests and quotes for repair. To resolve the issue, the customer will replace the ups battery and power module as per the philips field service engineer in another work order. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.